Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head; unknown liner; unknown cup. Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01929, 0001825034 - 2021 - 01930, 0001825034 - 2021 - 01931.

Event description:
It was reported the patient underwent a hip revision approximately 12 years post implantation due to significant metalosis. The stem on x-ray looked loose. Acetabulum had medial wall defect and could not get the head off of the stem. Surgery delayed one hour and 25 min due to not being able to get the head off which meant the stem had to be removed which was not loose. No additional information.